Event description:
Additional information was received confirming the event date and no patient involvement.

Manufacturer narrative:
Functional testing confirmed the customer?s complaint. Continuous flow was present at start up. The root cause for this event was the input manifold assembly. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The product is beyond a year from manufacture date, so a DHR review was not performed. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. D.4. Full UDI number: (B)(4).

Manufacturer narrative:
D4: UDI number and b3: date of event are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the device was not cycling as expected. Patient involvement is unknown. No patient harm was reported.